Event description:
The customer reported a generator problem and the system shut down. The fse noted that the customer had inadvertently activated the "fast stop". This error may cause the system to shutdown. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into svc.